Event description:
It wa reported by service report that the side rail cable is broken and the side rail was difficult to raise and lower.

Event description:
It was reported by service report that the side rail cable is broken and the side rail could drop unintentionally.

Manufacturer narrative:
It was reported by service report that the side rail cable is broken which could cause the side rail to drop unintentionally.